Manufacturer narrative:
Concomitant products: product ID: 8709,lot# l59325, implanted: (B)(6) 1999, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient¿s pump was removed due to a complication. The catheter was migrating and releasing the morphine incorrectly. The catheter fell out of the thecal sac and continued to distribute the morphine incorrectly. The pump was removed due to the battery beginning to get weak. Drug information was not provided.